Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced. The system was tested and found to meet product specifications. The system was manufactured on june 16, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp which exceeded its expected life. However, no problem was found with the lamp as it functioned to its expected rated life. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the upper illuminator was not working and a system advisory displayed. There was no patient harm. Additional information has been requested.